Event description:
During the procedure to replace this pt's off-label- use pacemaker, the chronic atrial, right ventricular (rv), and left ventricular (lv) leads were damaged. The artial and rv leads were surgically abandoned and the lv lead was explanted. A new rv lead was placed. While advancing one of two lv guide wires in the subclavian vein, the proximal end of the other wire was pushed beyond the opening of the introducer and lost in the vein. During the foreign body removal of the wire, the newly placed rv lead was cut, used to maintain venous access, and another lead was implanted in the right ventricle. The pt decompressed and expired during the replacement procedure.